Event description:
Hamilton co was informed on 9/9/2002 of an event that occurred in 2002, in which the hamilton microlab at +2 instrument reportedly aspirated and dispensed sample twice in row h and did not generate an error message. No death or injury resulted from this event.